Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ECG cable socket was broken. No adverse event involving patient or user was reported.